Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.